Manufacturer narrative:
PMA/510k unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the medication was leaking from the pigtail extension set of the pump to the male adapter and the patient could not receive the full dose of the infusion. No patient injury reported.

Manufacturer narrative:
Other text: additional information provided in b5, h6, and h10. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
Additional information received that it was not only the extension sets that leaked, it was the point of connection between the extension set and the male adaptor (by another manufacturer).